Manufacturer narrative:
Please note this case has been deemed non reportable after additional information was received.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2023202 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt

Event description:
As reported, a part of the plug of a 6f-7f mynx control vascular closure device was still on the shaft. It seems that the plug was torn apart. After three minutes of manual compression, there was no bleeding at the access site observed. Therefore, the doctor assumed that the plug was torn apart and part of the plug was deployed on the artery. The procedure was the mynx vcd used in interventional peripheral procedure. The deployer¿s is mynx certified. A 6f cordis bright tip 6f. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There is little vessel tortuosity. The stick location was the common femoral artery . There was little presence of pvd / calcium in the vicinity of the puncture site.hemostasis was achieved because the device worked, some part of the plug was deployed successfully, compression band applied. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event.there was no reported patient injury. The device will be returned for evaluation.